Manufacturer narrative:
The device in question was returned to medline renewal for evaluation, and we confirmed that it was a medline renewal reprocessed zimmer tourniquet cuff, model 60-7075-106. We performed a thorough inspection and investigation into the incident. Our investigation confirmed that the tourniquet in question did have an air leak and would not hold pressure. Medline renewal tests and inspects every device for proper functionality; therefore the root cause of the failure is unknown at this time. Although no patient harm was reported, due to the procedural delay to obtain another device, medline renewal is filing this medwatch report.

Event description:
Medline renewal received a report indicating a reprocessed zimmer tourniquet cuff, model 60-7075-106, leaked air during a surgical procedure. The report did not indicate that the device failure resulted in patient harm. Another device was readily available to complete the procedure; therefore no patient harm or additional medical intervention was reported as a result of the incident.